Manufacturer narrative:
As reported, the white cannula portion of a 5f mynx control vascular closure device (vcd) was sliced and the sealant was exposed before insertion into the sheath. The device was not used in the patient. There was no reported patient injury. The device was stored and per the labeling and was opened in a sterile field. The user was trained on the use of the mynx device. The mynx vcd was stored according to the instructions for use (IFU). The device was not available to be returned for analysis. A product history record (phr) review of lot f1902402 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿mynx control system deployment difficulty-premature/during prep¿ could not be confirmed as the device was not returned for analysis. The exact cause of the issue experienced could not be determined. Based on the limited information available for review, handling factors during prep of the device possibly contributed to the premature exposure of the sealant reported. If the user holds the device by the shaft, the sealant sleeves could inadvertently be pulled back and expose the sealant prematurely. The mynx control device is manufactured with a slit at the end of the catheter cartridge tubing, which is not a crack. The slit is designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the side slit of the cartridge and the outer sealant sleeve is designed to protect the sealant from exposing prematurely. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states, ¿prepare balloon: fill locking syringe with 2 to 3 ml of sterile saline, attach to stopcock and draw vacuum. Check luer connector and tighten if necessary. Inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate. Deflate the balloon and leave syringe at neutral. Do not lock.¿ neither the phr review nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, the white cannula portion of a 5f mynx control vascular closure device (vcd) was sliced and the sealant was exposed before insertion into the sheath. The device was not used in the patient. There was no reported patient injury. The device was stored and per the labeling and was opened in a sterile field. The user was trained on the use of the mynx device. The mynx vcd was stored according to the instructions for use (IFU). The device will not be returned as it was discarded by the site.